Event description:
It was reported that the dressing took a long time for the vacuum to search for a seal and in fact when the machine stopped, there was no vacuum on the dressing. Different dressing were tried, changed the batteries to no avail. Tried a new machine and all worked like normal. It was confirmed that the patient showered with dressing, extension tubing & pump but all bagged. Would like to know how water got in it when it was all connected and operating. Back up device was available to be used. There was no patient injury reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. Our experts have provided a report of the analysis undertaken, this confirmed that the device performed as expected without issue. Potential causes for the issue experienced are: dressing not applied properly, without creases and fixation strips. Filter/port not adhered to dressing correctly. Connector not correctly fastened and secured to the pump. Tubing trapped, folded over/kinked causing a blockage. Dressing integrity has been compromised. The pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.